Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers 11 and 12 were not recognized. A technical support specialist confirmed that the issue was resolved and no further information was provided. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that in a pyxis medbank system the drawer 12 was not opening. The customer reported that this malfunction occurred when user trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.